Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the device and/or leads failed causing the patient to receive painful and life threatening electrical discharges necessitating the immediate removal of the device. It was also reported that due to an apparent right ventricular (rv) lead fracture the patient received inappropriate therapies due to lead noise oversensing with high pacing lead impedance. The pace/sense portion of the rv lead was capped. No further patient complications have been reported as a result of this event.